Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a routine shift check the autopulse® resuscitation system displayed a user advisory ua 16 (timeout moving to take-up position) message. Customer also indicated that the drive shaft cannot be rotated freely when installing the lifeband. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no anomalies were observed. Functional testing of the platform could not be performed due to the "system error" 139 (unable to hold compression position) that was observed. A review of the platform archive was performed which indicated that user advisories (uas) 20 (position out of range), 45 (not at "home" position after power-on/restart) and a "low battery warning" occurred on the reported event date of (B)(6) 2013. A root cause of the platform exhibiting the ua20 and ua45 messages was determined to be that the lifeband was not in the correct position (i.e was not pulled up all the way) during use. A review of the archive was performed to assess the customer's battery management practices. Review of the archive shows that the customer was not performing proper battery management as battery (s/n (B)(4)) was placed into the platform on (B)(6) 2013 and appears to have remained there without being charged until (B)(6) 2013. The review also found that the customer's reported complaint of the ua16 (timeout moving to take-up position) occurred on (B)(6) 2013 and not on (B)(6) 2013 as reported. User advisories (uas) 2 (compression tracking error) occurred on the first compression, 16 (timeout moving to takeup-position), 17 (max motor on time exceeded during active operation), 18 (max take-up revolutions exceeded), 34 (encoder failure), 43 (fan fault detected), 45 (not at "home" position after power-on/restart) and a system error 139 (unable to hold compression position) occurred on (B)(6) 2013, rather than on the reported event date of 11/25/13. A root cause for the ua 2 message could not be determined, however it may have been attributed to the patient's position. A root cause for the ua 16, ua 17, and system error 139 was determined to be the drive train, as the motor brake gap was out of specification (0.008") at 0.016". A root cause for the ua18 was unable to be determined, however, it may have been due to the position of the patient, or the lifeband not being properly closed. Root causes for the ua34 and ua43 were unable to be determined. The drivetrain and clutch were replaced, which remedied the customer's reported complaint of the platform exhibiting a ua16 and the drive shaft not rotating freely when installing the lifeband. The system underwent and meets all test criteria. In conclusion, the customer's reported complaint of the platform exhibiting a ua16, was confirmed through both review of the archive and evaluation of the platform. The customer's reported complaint of the drive shaft not rotating freely when installing the lifeband was confirmed through evaluation of the platform. The drivetrain and clutch were replaced, after which the platform functioned as intended.